Event description:
Laparoscopic suction irrigator not shutting off while on field. Yellow tinged irrigation coming out into instrument pouch. Suction irrigator removed from field, and portion containing battery was hot to the touch with a burning smell coming from it. Operating room managment brought into room and removed suction irrigator. Wrapper with lot and reference number given to management. Portion of field that came into contact with yellow tinged irrigation draped off and gloves changes as a precaution. No irrigation was used on patient from affected irrigator.